Event description:
Interventional radiologist introduced bard hemosplit longterm dialysis catheter via right internal jugular vein using flow guard valved peelable venous introducer. During procedure, pt complained of warmth. Dilator and sheath were in a skewed position and wire was kinked. Pt rapidly deteriorated and experienced cardiac arrest and could not be resuscitated. Cause of death - cardiac tampanade secondary to perforation of the right pulmonary artery. The catheter perforated the superior vena cava and the right pulmonary artery. Radiologist concerned that this product is sharper and thinner than similar products, causing greater potential for perforation.